Event description:
New information was received indicated that the device system was explanted due to infection. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00463. Related manufacturer reference number: 2938836-2020-00464. It was reported that several weeks after the implant, the patient developed a gram-negative infection and was treated with antibiotics. The source of the infection was unknown. The infection cleared, and the device and leads remain implanted. It was also noted that loss of capture and increased thresholds were observed on both the atrial and right ventricular lead. The impedances were in range, though a drop in pacing impedance on the right ventricular lead was noted. The patient is not dependent and was asymptomatic. Programming changes were made, and the patient will continue to be monitored.